Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 pro provided no energy. The team switched out the power supply and encountered the same problem. A replacement device was used to complete the procedure without further incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001599 rev. C). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. (ID 14283; due 17-jun-2016). The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to "boil" on the test gauze each time. We were unable to reproduce the reported electrical failure. Based on the results of the evaluation, the reported complaint was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 pro provided no energy. The team switched out the power supply and encountered the same problem. A replacement device was used to complete the procedure without further incident. The hospital did not report any patient effects.